Event description:
It was reported that insulin was leaking from the reservoir into the reservoir compartment. It was stated that the customer was at the school and not available to troubleshoot at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore consider this report complete to the best of our knowledge.